Event description:
Additional information reported that the severity of the event was ¿not so serious.¿ it was reported that there were no medication changes. The outcome of the adverse event was reported as ¿recovered as of (B)(6) 2014.¿ it was unsure what the cause of the event was unknown.

Manufacturer narrative:
Product ID 8711, serial# unknown; product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the fluid in the abdominal pocket had been aspirated as intervention. It was indicated that the fluid retention was unrelated to the investigational drug, catheter, and programmer; however, it was unknown if there was a relationship with the pump or a procedure.

Event description:
It was reported that, on (B)(6), a ¿build-up subcutaneous edema¿ was detected during refill. When a puncture and suction were performed during the refill, 15ml of a dark blood-like fluid was suctioned out. During a pump operability test on that day, 14ml were aspirated from the pump and the expected volume was 13.6ml per the programmer. It was indicated that the pump had initially been filled with 18ml of drug. Two days later, it was reported that a catheter x-ray study was performed, but there were no abnormal findings. It was stated that the patient¿s hospital stay was prolonged until (B)(6) to observe changes in the patient¿s c-reactive protein, white blood cell count, and more. It was confirmed that there were no problems and the patient was then discharged from the hospital. It was reported that ¿although it might be a complication that may occur during a surgery; however, there was a risk of infection, such as refilling through an old hematoma. If similar event can occur at times, it should be specifically mentioned, including possible measures.¿ the device system was used to intrathecally deliver gabalon. It was also reported that the fluid retention in the abdominal pocket was related to the pump, but unrelated to the investigational drug. It was indicated that the patient was recovering from the adverse event at the time of report. On (B)(6), the patient was to receive a refill after a pump replacement and then be discharged from the hospital; however, the patient¿s hospital stay was prolonged for observation of clinical course by taking the possibility of infections into account. After confirming that there was no such problem as an infection, the patient was discharged from the hospital on (B)(6). It was reported that the event might have occurred when replacing the pump, but it did not come to the healthcare provider¿s (hcp) attention until the refill, partially due to the good constitution of the patient. It was noted that, with regard to the subcutaneous edema, it was still too early to determine whether fluid still remained.